Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for user (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potential of infection, inflammation and edema. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage or any other unusual symptoms.

Event description:
It was reported that following a cardiac catheterization, a 6f angio-seal vip was selected for use. The right groin was prepped and anesthetized with lidocaine. After multiple attempts to gain access, the right groin was abandoned due to scar tissue preventing arterial access. The left groin was then prepped, draped and anesthetized. The procedure was completed and the angio-seal was deployed, the patient was discharged from the hospital in stable condition several hours post catheterization. Three weeks later in a follow-up office visit, the pt had developed a macular rash on the left lower extremity. The rash was fading, was no longer symptomatic, required no medication, and the pt had not previously reported this rash. There has been no further sequelae. The physician alleged that the pt was allergic to the angio-seal, probably bovine collagen. The pt was taking prescribed anti-coagulants.